Event description:
It was reported that the patient presented in clinic for an unrelated pacemaker replacement procedure. During procedure, it was discovered that the patient's right ventricular (rv) lead was fractured. Additional information was unavailable. The patient's condition was unknown.

Manufacturer narrative:
UDI is not available as product information was not provided.